Event description:
The surgeon stated, she had a pt who was having an unusual reaction to orthovisc injections, with the reaction becoming more severe after each injection. The pt had a serious of three (3) injections, and had no joint system problem. The surgeon wanted to know if there were any add'l known side effects other than what is listed in the package insert. The pt had gone to urgent care after the last injection complaining of shortness of breath, sense of throat swelling and general malaise. The surgeon was transferred to mitek clinical, clinical spoke with the doctor, the pt's labs and heart had checked out well at urgent care and the pt is now feeling fine.